Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited no capture. Chest x-ray was performed and revealed ra lead dislodgement. It was also reported that the ra lead helix was not rotating well. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of failure to capture was not confirmed. A full lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue. Specification measurements, electrical testing, visual and x-ray examinations were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited no capture. Chest x-ray was performed and revealed ra lead dislodgement. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Correction: h3 - device evaluated by manufacturer submitted on 11 apr 2024 should have been selected "yes."